Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced occlusion alarms. Additionally, it was reported that the cartridge was "difficult to refill." Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Mp there was no reported adverse effect to the customer's blood glucose level.